Event description:
Customer reported that the pump battery was not charging. There was no reported impact to the customer's blood glucose level. Customer declined to provide backup method of insulin therapy.